Manufacturer narrative:
E1: initial reporter facility name: (B)(6) center. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 7mm longitudinal tear 5mm proximal to the distal markerband. Product analysis confirmed the reported event, as the device was found to have a longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.